Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio found that the power module pcb assembly is not charging the battery and needs to be replaced. The device is on hold pending availability of a replacement parts. After observing proper device operation through functional and performance testing, the device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control further evaluated the removed power module assembly and found the root cause to be a shorted transistor on the electric/electronic overstress (eos) module.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use reported with the event.